Manufacturer narrative:
An advance stapler log review was performed, there were 2 sureform 60 stapler instruments used, it is unknown which stapler was involved with the reported event: sureform 60 stapler instrument (lot number: k10240801-0666) was used first, and it was installed on the system 3 times and fired 3 reloads (2 green, followed by 1 blue). On each install, the first clamp was successful. On installs 1 and 2, the firing was completed with no pauses for compression. On install 3, the firing was completed with 4 pauses for compression. The instrument was then removed and not used again in the procedure. Sureform 60 stapler instrument, (lot number: k15240701-0069), was installed on the system 2 times and fired 2 blue reloads. On each install, the first clamp was successful. On install 1, the firing was completed with 1 pause for compression. On install 2, the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, after the firing of a sureform 60 stapler, the tissue was pushed sideways and cut, resulting in a tear in the stomach tissue. The surgeon stated the issue occurred on the third firing of the stapler using a blue reload accessory, when the tissue was pushed, resulting in almost none of the staples being delivered while the tissue was cut. This caused a hole in the stomach tissue, leading to a negligible amount of bleeding. The issue was resolved by reapproximating the tissue and manually suturing the hole closed, as the tissue was too narrow to attempt firing another staple reload. The procedure was completed robotically without further issues. Postoperatively, the patient developed a wound infection due to extracting the stomach tissue through a port site instead of using a retrieval bag. The surgeon had overlooked the hole in the tissue, which led to some gross spillage. The patient was returned to the operating room (or) for incision drainage and a washout. The patient is still hospitalized as of postoperative day 7 but was expected to be discharged home within a day or two.

Manufacturer narrative:
Additional information: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the blue sureform 60 reload or sureform 60 stapler instrument involved with the reported event to perform failure analysis. A review of the reported event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following information was provided: "the patient in this report had a postoperative wound infection at the port site where a specimen had been retrieved. The exact cause of this infection is not provided but specimen extraction without a specimen retrieval bag is well documented to be more commonly associated with superficial port site wound infection when compared to extraction of a specimen with use of a specimen retrieval bag. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. 1) narayanswamy t and prajwal rk. Is endobag effective preventing port site infections in laparoscopic cholecystectomy: our experience. Int. J. Surg. Sci. 2019;3(4):316-318. Doi: https://doi.org/10.33545/surgery.2019.v3.i4f.259. 2) hussam khougali mohamed, mohamed albendary, ali ahmed wuheb, omer ali, mohammed jibreel mohammed, mohamed osman, mohamed s m elshikhawoda, ali yasen mohamedahmed. A systematic review and meta-analysis of bag extraction versus direct extraction for retrieval of gallbladder after laparoscopic cholecystectomy. Cureus. 2023 feb 26;15(2):e35493. Doi: 10.7759/cureus.35493".

Event description:
Refer to h11 for follow-up information.